Event description:
Customer reported receiving an error alarm on the insulin pump and stated that there is a non stop tone. Customer stated that the time is not readable. Customer also stated that the piston is loose in the insulin pump. Customer's blood glucose reading at the time of the call was 211 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, self test and unexpected restart error test. No unexpected restart or other error alarms were noted. The motor was inspected and no loose piston or motor slide was noted. No cosmetic damage was noted. No constant tone or display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.